Event description:
The customer reported the unit would not power up.

Manufacturer narrative:
The customer reported the unit would not power up. The hospital's biomedical engineer evaluated the unit. Upon opening the device, he noted that a paperclip inside the device had caused a short on the control pca. Removing the paperclip and replacing the control pca resolved the issue. The unit passed all testing and was returned to service. We consider this issue to have resulted from a problem in servicing, where the paperclip had been inadvertently sealed inside the device, causing a short on the control pca.